Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. During the fse visit, the reported issue was reproduced. Fse checked the monopolar energy, and the erbe intermittently showed a message to check the neutral electrode connection. Fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe integrated electrosurgical unit (iesu) displayed a " check neutral electrode connection" message. The customer stated they have tried power cycling the erbe, and swapped the energy cable, and neutral electrode with no improvement. The customer stated they swapped to a third-party generator to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the system functionality was checked upon powering the system. No errors were initially noted. Technical support was contacted for full troubleshooting. The problem was resolved by swapping to a third-party generator to continue the procedure as planned. The procedure was completed with the original configuration except with the erbe. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint to perform failure analysis. The unit was analyzed, but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis.